Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch mini meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2019 at 9 am. She reported that she manages her diabetes using a combination of medications, including 25 units of humalog and metformin 500 mg. In response to the error message, the patient reported that he did not take his normal dose of humalog. The patient alleges that approximately 3 hours after the meter issue began, she developed symptoms of ¿frequent urination and thirst. The patient confirmed no treatment was required or received for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. The csr noted that when the power button was pressed the error 2 message did not appear. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.